Event description:
It was reported that during a pulse field ablation (pfa) procedure using a farawave pfa catheter the array would not fully undeploy. Once inside the body the sheath would not completely undeploy and was difficult to pull back into the sheath. The catheter was replaced with another farawave catheter, and the procedure was successfully completed. No patient complications were reported as a result of the event. The catheter is not expected to be returned for analysis as it was disposed of by the site.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Manufacturer narrative:
Although the device was not returned for analysis, pictures of the catheter were provided. The picture was of the catheter's array. Investigators examined the pictures but were still unable to confirm the allegation in the compliant nor determine a cause for the allegation in the complaint.

Event description:
It was reported that during a pulse field ablation (pfa) procedure using a farawave pfa catheter the array would not fully undeploy. Once inside the body the sheath would not completely undeploy and was difficult to pull back into the sheath. The catheter was replaced with another farawave catheter, and the procedure was successfully completed. No patient complications were reported as a result of the event. The catheter is not expected to be returned for analysis as it was disposed of by the site.